Event description:
Customer stated that she had ankle/foot surgery (B)(6) 2009, had problems, and the screw was coming out of her foot. Her doctor removed the screw in his office. He stated that the screw did not lock properly into the plate and that is why it was sticking out and had to be removed.

Manufacturer narrative:
Investigation in progress, but not yet complete.